Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was dropping clips. The clips did not fall into the pt. There was no pt consequence.